Event description:
During a coronary stent procedure, the physician experienced difficulty retracting the delivery stent device. The entire system including the guiding catheter was removed without incident. It was noted after removal that the stent appeared to be flared. No pt injury or complication occurred.